Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned lead extension (a) did not identify any broken internal wires or outer tubing breaches, it passed end to end continuity testing and also passed inter-channel isolation testing. The root cause of the reported ineffective therapy is unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced ineffective therapy due to high impedances on both leads. Surgical intervention was undertaken wherein both extensions were explanted and replaced to address the issue.